Manufacturer narrative:
A review of the device history record for the lot in question confirmed that all parts met manufacturing requirements prior to release. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report . There is no suspected device failure.

Event description:
During an ablation procedure, cardiac tamponade occurred. A pulmonary vein isolation (pvi) procedure was performed. Atrial transseptal puncture was achieved using one or two rf needles to insert two sheaths into the patient's left atrium. Rf energy was delivered twice and there was no reported difficulty associated with the punctures. While the physician was performing touch-up ablation using an rf ablation catheter after all four pvs were ablated using a balloon ablation catheter, the patient's blood pressure decreased. Pericardial drainage was performed. After the procedure, the patient was transferred to an ICU to be monitored. The device that caused the adverse event is unknown. Separate MDR reports have been submitted for each of the nrg transseptal needles used in the procedure; the other MDR report number is 9710452-2020-00013. There is no evidence to suggest that a baylis medical device caused or contributed to the reported incident. However, as baylis medical device were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.